Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device malfunction: sheath failed to split completely. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, during thumb advancer deployment, resistance was felt and the sheath failed to split completely. The device was removed using the safety release mechanism per the instructions for use. Hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no additional information was available.